Event description:
Reporter alleged the lcd display of the aviva meter appeared burnt. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.